Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 160 units of insulin during the load sequence. It was also reported that a cartridge alarm 06 occurred when customer attempted to load a second cartridge. Reportedly, the pump was not outside of the allowable operating altitude range at the time of this alarm. The customer successfully loaded a third cartridge to address the issue. Customer¿s blood glucose level was 100- 180 mg/dl.